Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, uterine neoplasm, kidney stones and depression. In 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced dyspareunia ("painful intercourse / dyspareunia") and anaemia ("anemia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), uterine pain ("uterus pain"), adnexa uteri pain ("right side ovary pain"), dysmenorrhoea ("painful menstrual cycles / dysmennorhoea"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("severe vaginal bleeding / abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (supracervical hysterectomy (uterus only) - right salpingo-oophorectomy and right essure removal). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, uterine pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, vaginal discharge, anaemia, fatigue, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she appropriately sought treatment for her symptoms. Tumor could develop again. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received : the event menorrhagia, vaginal discharge, anemia, uterus pain, ovarian pain, migraines, headaches added. Event outcome, reporters, concurrent condition, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norplant from 1994 to 2004. Concurrent conditions included ovarian cyst, uterine neoplasm, kidney stones and depression. In 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmennorhoea"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("severe vaginal bleeding / abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), anaemia ("anemia"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), uterine pain ("uterus pain"), adnexa uteri pain ("right side ovary pain"), fatigue ("fatigue"), alopecia ("hair loss"), cyst ("cyst tumor") and neoplasm ("cyst tumor"). The patient was treated with surgery (supracervical hysterectomy (uterus only) - right salpingo-oophorectomy and right essure removal). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, uterine pain, adnexa uteri pain, dyspareunia, vaginal discharge, anaemia, fatigue, alopecia, migraine, headache, cyst and neoplasm outcome was unknown. The reporter provided no causality assessment for cyst and neoplasm with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she appropriately sought treatment for her symptoms. Tumor could develop again diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: coiled tubes appear to be appropriately positioned; in 2004: total bilateral occlusion. Ultrasound scan - on an unknown date: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 11-jul-2018: plaintiff fact sheet received. Historical drug added. New event cyst tumor was added. Outcome for event dysmenorrhea updated from unknown to recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("excessive cramping"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("severe vaginal bleeding"). The patient was treated with surgery (underwent a hysterectomy to remove the essure device.). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, alopecia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she appropriately sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.